Event description:
On 11/11/2024, it was reported by a distributor via (B)(4) that (2) ar-2324bcsp swivelocks peek tips of the swivelock broke in two pieces. This occurred during a rotator cuff on (B)(6) 2024 while trying to complete the speed bridge technique, the surgeon used a selfpunching swivelock and the peek tips of the swivelock broke in two pieces. 2 of them broke while trying to impact the anchor in the bone. The angle of impaction was perfect every time he used the anchor. The patient had a hard bone, but that should not be a reason for it. The fragment was retrieved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.